Event description:
I had breast implants as part of a direct to implant bilateral mastectomy and reconstruction surgery in 2013. I was recently, (2019) diagnosed with autoimmune disease caused by breast implants (sapho or asia syndrome) due to extreme fatigue, joint pain, frequent illnesses, asthma like symptoms, inflammation on MRI and blood markers, skin findings, etc. I am in the process of finding a doctor who can remove them from me.